Manufacturer narrative:
(B)(6). (B)(4). Post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the units had disengaged timing. Functionally, device one was cycled and the remaining seven tacks deployed but did not seat properly. The handle of device two was unable to be actuated. The shaft was removed, the handle was actuated again and it cycled properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported conditions were confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia procedure. The tacking devices were being used for fixing the mesh on the abdominal wall. The tacks were not getting fired individually. At time, two tacks were coming out together. Tacks were able to be fired normally from the devices. No fired tacks were able to penetrate the tissue or hold correctly into the tissue. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, used a tacking device from another company. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. If information is provided in the future, a supplemental report will be issued.